Event description:
It was reported that the patient showed high lead impedance during system tests. No trauma or manipulation was reported. Past good diagnostics were obtained in (B) (6) 2009. Patient has been seizure free for a while. Patient's device was turned off and patient was sent for a consult with the surgeon. X-rays are not available for manufacturer review. Revision surgery is likely.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.